Manufacturer narrative:
Date the incident occurred was estimated as (B)(6) 2019 which is the first day of the month of the notification date. Device evaluated by MFR.: the device was returned for analysis. Analysis of returned device revealed tip damage and distal section stretch (coil unraveled). The tip was observed detached off the corewire. There was no evidence of corewire fracture since the length of the corewire is 300.0 cm approximately. The outer diameter dimensions were found within specification.

Event description:
Reportable based on device analysis completed on 17-jul-2019. It was reported that tip damage occurred. A 014/300/sst platinum plus guidewire was selected for use. However, during unpacking, it was noticed that the tip was damaged, bent, stretched, and elongated when removed from the sheath. Another of the same device was used to complete the procedure. No patient complications were reported. However, returned device analysis revealed the distal tip was detached.